Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿the mesh on the right side sat somewhat cephalad to the defect as well as a large femoral defect present. The mesh was taken down with the peritoneal flap. There appeared to be a thick area of mesh probably consistent with open and plug repair from previous repair and this was transected and peritoneal portion taken down as well.¿ it was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/30/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.